Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and that mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): laparoscopic supracervical hysterectomy, removal of pelvic adhesionsit was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, recurrent urinary problems, mesh erosion, infections and painful intercourse. It was reported that patient underwent mesh removal on (B)(6) 2010 for severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.